Event description:
Pt had an ultrasound examination of the kidneys, bladder & uterus. The exam took approx 30 min. Pt stated that there did not appear to be any problems with the examination and they did not experience any pain during the examination. However, that night pt developed a persitant aching/throbing & sometimes stabbing pain in abdomen. Pt is concerned that the pain is related to the ultrasound examination. The examination was done at the hosp.